Manufacturer narrative:
The device will not be returned for evaluation. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to flush the device. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. It was noted during device prep that the thread on the dilator where the flush was to be screwed into was shredded and the device could not be flushed. Subsequently, the sgc was exchanged, and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported material deformation (shredded thread) of the dilator luer. The reported difficult to flush appears to be related to the shredded thread. There is no indication of a product issue with respect to manufacture, design, or labeling.na.